Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. The reason for call was pt reported that their implant battery doesn't seem to be keeping a charge as long. Pt said that they charged their implant last night and their implant was already down to 30% today when they went to charge the implant. The patient was redirected to their healthcare provider to further address the issue.